Event description:
On 02/04/2000, the facility's nurse informed that dist's rep of the following: the dr was using the shunt for carotid and endaterectomy. Dr inserted the shunt into the carotid and the distal balloon deflated twice. The shunt popped out of the carotid, pt lost blood due to the incident. No further details were provided.